Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. The cause for the code 102 is a damaged resistor component r30 on the computer / analog (ca) board. The root cause for the damaged resistor cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged resistor. The patient received a replacement monitor.

Event description:
Zoll customer support contacted an (B)(6) old female patient to exchange her monitor. The patient's download revealed a code 102 - charge profile fault. The patient was issued a replacement monitor.